Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that an unexpected reset occurred. Customer¿s blood glucose level was 556 mg/dl. Bg was addressed via a correction bolus. Reportedly, the customer reloaded the same cartridge and resumed insulin therapy.